Event description:
Caller reports the pt tested 7.3 inr on the coaguchek s system and 4.3 inr on a comparison lab. Pt was given a vitamin k shot due to device result, however no adverse event reported. Requested return of suspect system and replacement was sent.